Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited a damaged acoustic lens down to the layer of the adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the cause of the malfunction was not established, as a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.